Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 surgical table and found that the table's non-steris ac power cord was damaged resulting in the reported event. The 3085 surgical table was manufactured in 2010 making the unit approximately 12 years old at the time of the reported event. Section 1 of the operator manual steris 3085 sp surgical table states, "warning personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage." The technician replaced the cord with a steris power cord, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that sparks emitted while attempting to plug a power cord into their 3085 surgical table. No report of injury.